Event description:
Current egm- device appears to be intermittently under-sensing on the atrial lead during atrial tachyarrhythmias. Atrial fibrillation events, does not appear to alter device detection or termination of events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).